Event description:
It was reported that a pump has a "white screen" and that it "turns off while programming it". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and baxter's evaluation of the device is in progress. A supplemental report will be submitted when the evaluation is completed.